Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation procedure performed on (B)(6), 2021. During the procedure, the the second band could not deploy inside the patient. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured in the handle slot when received. The tripwire was kinked close to the proximal section. Microscope examination was performed, and it was found that the ligator head teeth were bent. Additionally, the ligator head found two bands attached and were moved out of their original positions indicating the device failed to deploy the bands. The suture was intact and attached to the distal loop of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. Based on the evaluation of the returned ligator head, these problems are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire and the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues.therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the second band could not deploy inside the patient. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.